Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose readings while using the infusion sets. Pt stated she never received the recall letter. Pt reported she noticed her blood glucose level rose to 600 mg/dl. Pt stated she noticed the infusion site was leaking upon inspecting the area and the adhesive was all wet. Pt reported she removed the infusion headset and the infusion set needle was bent near the tip. Pt stated she inserted another infusion set but still noticed her blood glucose level was not coming down. Pt reported she then inserted a different type of infusion set and her blood glucose level lowered into her target range of 250 mg/dl. Pt used the insertion assist device. Pt stated the infusion set had been in for one day. Pt discarded the alleged infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent; no product return was requested.